Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument was dull and not cutting. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on a system for a latex cut test. The scissors cut cleanly through .006 latex. The blade edges were not damaged. Electrical continuity testing was performed and passed. An additional observation not reported was the tube extension pad printing was removed. The pad printing was removed in an area about 0.42 x 0.55. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse.